Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with a little under 480 units of insulin. Subsequently, the customer reported being able to remove approximately 80 units from an old cartridge. During troubleshooting with tandem technical support, it was observed that the customer did not follow the proper air removal procedure. The customer's blood glucose level was 158 mg/dl. Additionally, it was reported that the customer had the fill cannula amount set to 0.7 units during the load process. The customer was unaware of how long it had been set to 0.7 units. Tandem technical support assisted the customer on successfully adjusting the fill cannula amount to 0.5 units, and the customer resumed insulin delivery.